Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart block and lightheadedness. The  right ventricular (rv) lead also exhibited loss of capture and undersensing on current electrograms (egm). Variable thresholds and non-pacing was also observed on the rv lead. Diagnostic testing/troubleshooting was performed and the rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.